Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The frame was bent.

Manufacturer narrative:
The device was returned and the evaluation states that the motor guard is bent and the motor housing is broken from freight damage.

Event description:
The frame was bent.